Event description:
It was reported that during a da vinci-assisted chest anastomosis esophagectomy transthoracic surgical procedure, the synchroseal instrument's jaws would be stuck together and have to be "forced" open. The instrument also sporadically closed on its own without the surgeon controlling it. The customer completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the jaws were opened using the finger control at the console. There was no unexpected tissue removal, and no bleeding observed. The issue was found visually during instrument movement during a surgical dissection. The arm was moving as expected but then the jaw closed when no pressure was applied. There was no shakiness and no instrument-to-instrument interference. There were no external collisions. The issue was intermittent and resolved by repeatedly opening and closing the jaw, eventually reverting to open jaw position as neutral position. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found to have a stuck metallic staple at the jaws. This staple pin is embedded with the excessive debris on the jaws. This could result in difficulty opening and closing the jaws. The staple measured approximately 0.1240" x 0.046". The debris was cleaned and the instrument opened and closed properly when placed on an in-house system. The complaint was confirmed by failure analysis. The probable root cause is attributed to use conditions. The inability to open grips is likely due to high friction in instrument grip range of motion (rom). The grips may fail to open when attempting to cut through too much tissue and overloading the grips, cutting through a hard object like a clip or staple, or failing to keep the jaws of the instrument clean.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis confirmed initial findings. The lodged component was returned for advanced failure analysis, and an analysis of the component under keyence optical microscope revealed that it was likely a staple from sureform 45 blue reload (based on the measurements of the staple). Additionally, the tool table shows the use of sureform 45 blue reloads as well. It is likely that a staple from those reloads got in between the synchroseal jaws and caused the jaws to stick together. The instrument was found to have the jaw cover torn. The tears ranged from 0.019" to about 0.079" in length. A visual inspection displayed no signs of missing fragments or thermal damage. The instrument functioned normally.

Event description:
Refer to h11 for follow-up information.